Manufacturer narrative:
Findings: all buttons function properly however, moisture damage was found on keypad traces. Pump was monitored for 9 hours with multiple basal rate and programed with the current date and time. No frozen screen, blank display, time clock, high pitched beep or unexpected audio/beep anomaly. Pump received with cracked reservoir tube lip. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was 293 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.